Event description:
A malfunction with the pump was reported, identified by the code "malf 0." It was unclear whether there was any adverse impact on the customer's blood glucose levels, as the customer declined to provide this information. Technical support assisted the customer with resetting the pump, which resolved the issue, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any issues arose.